Event description:
It was reported that during stenosis procedure at bifurcation of the left middle cerebral artery (mca) m2 segment. After establishing and advancing the catheter to the lesion site and attempted to use the subject guidewire carrying the microcatheter to transverse the stenosis but after entering, the microcatheter could not be smoothly delivered through the catheter and resistance encountered at its distal end. While in the last attempt of advancing the subject guidewire to the lesion, the torqueability issue was noticed and the physician withdrawn both the subject guidewire and the microcatheter. Upon inspection, it was found that the subject guidewire distal structure had a filamentary breakage. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product¿ met specifications upon release. During visual inspection, the subject guidewire was seen to be kinked. The guidewires polytetrafluoroethylene (ptfe) coating was seen to be peeling/skiving from 70cm. The guidewire was seen to be fractured along the nitinol tubing at 292cm from the proximal end. The nitinol tubing had a fracture with the core wire fractured and platinum wire stretched. The functional inspection was not applicable unable to perform due to damage. The reported events is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use was confirmed during analysis. The reported guidewire friction and guidewire torque problem could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specification when returned, based on the damage noted. It was reported that the physician attempted to use a guidewire carrying a microcatheter to traverse the stenosis but found that the microcatheter could not be smoothly delivered through the distal access catheter after entering and encountered resistance at its distal end. The physician tried to advance the guidewire further to pass through the lesion but failed after three attempts. During the last attempt, the physician noticed an issue with the torque ability of the guidewire and then withdrew both the guidewire and the microcatheter. Upon inspection, it was found that the distal structure of the guidewire exhibited filamentary breakage, and the distal end of the distal access catheter was bent. The physician believed that the distal access catheter lacked sufficient support and promptly replaced it with another intracranial supporting catheter and a new guidewire. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. The guidewire was returned and it was confirmed that the distal end had been fractured (nitinol tubing and core wire) , there was also extensive stretching noted to the platinum coil. There was peeling/skiving noted to the proximal ptfe coating. As it was mentioned that the distal tip of the distal access catheter was found to be kinked when removed and it was stated that the microcatheter and guidewire experienced resistance at the distal end of the distal access catheter, then it is most likely that the damage to the distal access catheter caused the resistance to the microcatheter and the guidewire and the subsequent guidewire fracture. An assignable cause of 'caused by other' will be assigned to the reported guidewire friction, guidewire torque problem , guidewire distal tip broken/fractured during use and to the analyzed guidewire kinked/bent, guidewire distal tip broken/fractured during use and guidewire distal tip stretched, as the investigation indicates that the distal access catheter damage caused the reported events. The damage noted to the ptfe coating is indicative of interaction with the torque device either during use or during removal of the torque device after use, it may also have been caused if the guidewire was initially backloaded through the introducer. An assignable cause of handling damage will be assigned to the analysed guidewire ptfe coating peeling.

Event description:
It was reported that during stenosis procedure at bifurcation of the left middle cerebral artery (mca) m2 segment. After establishing and advancing the catheter to the lesion site and attempted to use the subject guidewire carrying the microcatheter to transverse the stenosis but after entering, the microcatheter could not be smoothly delivered through the catheter and resistance encountered at its distal end. While in the last attempt of advancing the subject guidewire to the lesion, the torqueability issue was noticed and the physician withdrawn both the subject guidewire and the microcatheter. Upon inspection, it was found that the subject guidewire distal structure had a filamentary breakage. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.